Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event of no image likely occurred due to user handling and/or physical stress damaged the electrical contacts of the scope connector, causing the connection to become unstable and the event to occur. Additionally, it was noted that the universal cord was contaminated with adhesive from a third party repair. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. The events can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) " inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 4) "troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The olympus medical service center reported on behalf of the customer that the endoeye flex deflectable videoscope was in use during a diagnostic procedure and the device stopped relaying an image to the monitor. The customer reported the procedure was continued with a similar device. There was no delay and there were no adverse effects to patient.

Manufacturer narrative:
No hospital contact information can be provided due to local regulation. H10- the device was returned for evaluation. During testing, the reported issue could not be confirmed. The returned device relayed an image to the monitor. Testing showed the insulation resistance did not meet with specifications due to a break in the insertion tube. In addition, the angle of the angle wire was out of specifications; this caused the right direction knob to fail functional testing. The video connector showed a scratch. Finally, examination confirmed that the device had been serviced by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.